Event description:
On (B)(6) 2010 pt reported the tip of the piston rod has broken off. Pt stated she first realized the piston rod was broken on (B)(6) 2010 while attempting to change the cartridge. Pt reported she removed the empty insulin cartridge and noticed the top/end part of the piston rod was separated from the piston rod. Pt stated the plunger was not stuck on the piston rod. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.